Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump canceled 2 boluses without user intervention. The patient stated that the pump was in her hand at the time and did not press any buttons to cancel the bolus, but the pump showed that the bolus was canceled. The patient confirmed that there were no associated alarms in the pump history. This report is made based on the allegation that the pump canceled boluses without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the complaint of the pump cancelling boluses without intervention. An "ezprime" operation was performed with no difficulties noted. Test boluses were performed and were written to the pump history; the pump did not cancel the test boluses on it's own. There are no alarms related to the complaint in the alarm history. The black box confirms two cancelled boluses from the pump at 12:14 and 13:12 on (B)(4) 2012; no other related alarms or warnings were observed. The pump was exercised for 24hrs with no difficulties noted and was found to be functioning normal. Unrelated to the complaint, no physical damage was observed to the keypad; the contrast button is intermittent/difficult to push, the "up, down, and ok" buttons are functioning properly. Contamination was observed around all button contacts when removed.